Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("unusual bleeding") and uterine perforation ("migration and organ perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("ovarian cysts") and uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (she underwent a hysterectomy to remove the essure in (B)(6) 2007). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, menorrhagia, hormone level abnormal, ovarian cyst and uterine perforation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cyst and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place; fallopian tubes were occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes"), genital haemorrhage ("unusual bleeding") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996 and (B)(6) 2000). Patient was not allergic to nickel or any other component of essure. Previously administered products included for asthma: albuterol from 1993 to (B)(6) 2018; for an unreported indication: oral contraceptive nos from 1991 to 2007. Concurrent conditions included body mass index increased, tubal ligation, cervical pain since (B)(6) 2016, knee pain since (B)(6) 2016, anxiety disorder since (B)(6) 2016, depression nos since (B)(6) 2016, herpes zoster since (B)(6) 2016, asthma since (B)(6) 2016, patellofemoral pain syndrome since (B)(6) 2016, presbyopia since (B)(6) 2016, congenital astigmatism since (B)(6) 2016, myopia since (B)(6) 2016, congenital nuclear cataract since (B)(6) 2016, pinguecula since (B)(6) 2016, arcus senilis since (B)(6) 2016, low back pain since (B)(6) 2016, flank pain since (B)(6) 2016, dysuria since (B)(6) 2016, fever since (B)(6) 2016, chills since (B)(6) 2016, skin rash since (B)(6) 2016, hives since (B)(6) 2016, nausea since (B)(6) 2016, ex-smoker, pelvic mass, postmenopausal bleeding since (B)(6) 2016, ovarian mass and adnexal mass. Family history included diabetes (dad) and bipolar disorder (son). Concomitant products included oral contraceptive nos from (B)(6) 2007 to (B)(6) 2008 for birth control as well as anaesthetics (anesthesia), azithromycin, docusate sodium and marcaine with epinephrine (marcaine w/epinephrine). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("ovarian cysts") and swelling ("swelling"). The patient was treated with meloxicam, ibuprofen (motrin) and surgery (laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and swelling had resolved and the genital haemorrhage, kidney infection, menorrhagia, hormone level abnormal and ovarian cyst outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, hormone level abnormal, kidney infection, menorrhagia, ovarian cyst and swelling to be related to essure. The reporter commented: she learned of the perforation when she went in for a surgery to remove an ovarian cyst, and in the surgery they found the perforation. The location of the perforation was fallopian tube. Five coils were noted on the right side. There was a small amount of spasming noted; however, this immediately resolved, with no more difficulty placing the left-sided e-sure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on (B)(6) 2016: large pelvic mass. Hysterosalpingogram - in (B)(6) 2008: coils in place; fallopian tubes were occluded on (B)(6) 2016, computerised tomogram abdomen showed there is a 1.7 cm cyst in the left hepatic lobe. There are 2 large cysts in the pelvis measuring 11 x 9 and 8.5 x 8 cm. Diverticulosis. Impression: there are 2 large cysts in the pelvis measuring 11 x9 and 8.5 x 8 cm. Diverticulosis. There is a 1.7 cm cyst in the left hepatic lobe. On (B)(6) 2016, ultrasound transabdominal and transvaginal pelvis showed pelvic exam findings: the uterus measures l: 7.16 cm x w: 3.86 cm x h: 3.21 cm. The endometrial stripe measures 5.33 mm. A complex cyst with multiple up to 3 mm septations in the left adnexa, measuring 16 cm x 9.5 cm x 8.8cm. Impression: large complex cyst in the left adnexa. Gynecologic consultation is recommended. Endometrial thichening, abnormal for postmenopausal patient. On (B)(6) 2017, endometrium biopsy showed clinical history: one episode postmenopausal bleeding 8 months ago. Gross description: received in formalin, labeled with the patient's name, medical record number (B)(6) is 0.1 ml of tissue fragments and blood clot. The specimen is filtered into a bag and entirely submitted into one cassette. On (B)(6) 2017, surgical pathology showed final pathologic diagnosis: a. Right ovary and fallopian tube, salpingooophorectomy: mucinous cystadenoma . Unremarkable fallopian tube b. Left ovary and fallopian tube, salpingooophorectomy: mucinous cystadenoma. Unremarkable fallopian tube c. Right essure, removal: metallic coil d. Left essure, removal: metallic coil clinical history: pelvic mass gross description: a. Received in formalin, labeled with the patient's name, medical record number ending (B)(6) and "right ovary and fallopian tube" is a previously disrupted 30 g, 9.5 x 7.2 x 3.3 cm cystic ovary with an attached 4.0 cm in length x 0.4 cm in diameter unremarkable purple-grey fimbriated fallopian tube. The outer surface of the ovary is tan, smooth. The ovary is sectioned to reveal a tan, smooth wall unilocular cyst without papillary excrescences. The cyst replaces the majority of the ovarian stroma. Sectioning of the fallopian tube reveals a stellate pinpoint lumen. Representative sections are submitted as labeled: b1-b2: cystic ovary b3: separately received disrupted b4: fallopian tube (fimbriated end entirely submitted). C. Received fresh, labeled with the patient's name, medical record number ending with (B)(6) and "right essure" is a 3.5 cm length by 0.1 cm in diameter silver metallic coil with a slight amount of attached tan-yellow soft tissue. No sections are submitted. Gross examination only. D. Received fresh, labeled with the patient's name, medical record number ending with (B)(6) and "left essure" is a 3.5 cm in length by 0.2 cm diameter silver metallic coil with a slight amount attached tan soft tissue. No sections are submitted. Gross examination only. Specimens received: a: ovary and tube, tumor, resection - right ovary and fallopian tube b: ovary and tube, tumor, resection - left ovary and fallopian tube c: fallopian tube, salpingectomy - right essure d: fallopian tube, salpingectomy most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and mr received: new reporter, patient ethnicity, historical and concomitant conditions, historical and concomitant drugs, new event kidney infection added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tubes/ organ perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996 and (B)(6) 2000) and abdominal pain. Patient was not allergic to nickel or any other component of essure. Previously administered products included for asthma: albuterol from 1993 to (B)(6) 2020; for an unreported indication: ortho-novum from 1991 to 2007 and oral contraceptive nos from 1991 to 2007. Concurrent conditions included skin rash since (B)(6) 2016, hives since (B)(6) 2016, nausea since (B)(6) 2016, low back pain since (B)(6) 2016, flank pain since (B)(6) 2016, dysuria since (B)(6) 2016, fever since (B)(6) 2016, chills since (B)(6) 2016, presbyopia since (B)(6) 2016, congenital astigmatism since (B)(6) 2016, myopia since (B)(6) 2016, congenital nuclear cataract since (B)(6) 2016, pinguecula since (B)(6) 2016, arcus senilis since (B)(6) 2016, postmenopausal bleeding since (B)(6) 2016, knee pain since (B)(6) 2016, anxiety disorder since (B)(6) 2016, depression nos since (B)(6) 2016, herpes zoster since (B)(6) 2016, asthma since (B)(6) 2016, patellofemoral pain syndrome since (B)(6) 2016, myofascial neck pain since (B)(6) 2016, body mass index increased, tubal ligation, ex-smoker, pelvic mass, ovarian mass and adnexal mass. Family history included diabetes (dad) and bipolar disorder (son). Concomitant products included oral contraceptive nos from (B)(6) 2007 to (B)(6) 2008 for birth control as well as anesthetics, azithromycin and docusate sodium. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage ("unusual bleeding"), kidney infection ("kidney infection"), menorrhagia ("prolonged menstruation"), ovarian cyst ("ovarian cysts"), swelling ("swelling") and menstrual disorder ("menstruation disorder") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with ibuprofen (motrin), meloxicam and surgery (laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and swelling had resolved and the genital haemorrhage, kidney infection, menorrhagia, hormone level abnormal, ovarian cyst and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, hormone level abnormal, kidney infection, menorrhagia, menstrual disorder, ovarian cyst and swelling to be related to essure. The reporter commented: she learned of the perforation when she went in for a surgery to remove an ovarian cyst, and in the surgery they found the perforation. The location of the perforation was fallopian tube. Five coils were noted on the right side. There was a small amount of spasming noted; however, this immediately resolved, with no more difficulty placing the left-sided e-sure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: large pelvic mass.. Hysterosalpingogram - in (B)(6) 2008: results: coils in place; fallopian tubes were occluded. On (B)(6) 2016, computerised tomogram abdomen showed there is a 1.7 cm cyst in the left hepatic lobe. There are 2 large cysts in the pelvis measuring 11 x 9 and 8.5 x 8 cm. Diverticulosis. Impression: there are 2 large cysts in the pelvis measuring 11 x9 and 8.5 x 8 cm. Diverticulosis. There is a 1.7 cm cyst in the left hepatic lobe. On (B)(6) 2016, ultrasound transabdominal and transvaginal pelvis showed pelvic exam findings: the uterus measures l: 7.16 cm x w: 3.86 cm x h: 3.21 cm. The endometrial stripe measures 5.33 mm. A complex cyst with multiple up to 3 mm septations in the left adnexa, measuring 16 cm x 9.5 cm x 8.8cm. Impression: large complex cyst in the left adnexa. Gynecologic consultation is recommended. Endometrial thichening, abnormal for postmenopausal patient. On (B)(6) 2017, endometrium biopsy showed clinical history: one episode postmenopausal bleeding 8 months ago. Gross description: received in formalin, labeled with the patient's name, medical record number ending in (B)(6) and "(B)(6) " is 0.1 ml of tissue fragments and blood clot. The specimen is filtered into a bag and entirely submitted into one cassette. On (B)(6) 2017, surgical pathology showed final pathologic diagnosis: a. Right ovary and fallopian tube, salpingooophorectomy: 1. Mucinous cystadenoma 2. Unremarkable fallopian tube b. Left ovary and fallopian tube, salpingooophorectomy: 1. Mucinous cystadenoma 2. Unremarkable fallopian tube c. Right essure, removal: metallic coil d. Left essure, removal: metallic coil clinical history: pelvic mass gross description: a. Received in formalin, labeled with the patient's name, medical record number ending with (B)(6) and "right ovary and fallopian tube" is a previously disrupted 30 g, 9.5 x 7.2 x 3.3 cm cystic ovary with an attached 4.0 cm in length x 0.4 cm in diameter unremarkable purple-grey fimbriated fallopian tube. The outer surface of the ovary is tan, smooth. The ovary is sectioned to reveal a tan, smooth wall unilocular cyst without papillary excrescences. The cyst replaces the majority of the ovarian stroma. Sectioning of the fallopian tube reveals a stellate pinpoint lumen. Representative sections are submitted as labeled: b1-b2: cystic ovary b3: separately received disrupted b4: fallopian tube (fimbriated end entirely submitted). C. Received fresh, labeled with the patient's name, medical record number ending with 8093 and "right essure" is a 3.5 cm length by 0.1 cm in diameter silver metallic coil with a slight amount of attached tan-yellow soft tissue. No sections are submitted. Gross examination only. D. Received fresh, labeled with the patient's name, medical record number ending with 8093 and "left essure" is a 3.5 cm in length by 0.2 cm diameter silver metallic coil with a slight amount attached tan soft tissue. No sections are submitted. Gross examination only. Specimens received: a: ovary and tube, tumor, resection - right ovary and fallopian tube b: ovary and tube, tumor, resection - left ovary and fallopian tube c: fallopian tube, salpingectomy - right essure d: fallopian tube, salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. Event "menstruation disorder" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6)). Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("ovarian cysts") and swelling ("swelling"). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and swelling had resolved and the genital haemorrhage, menorrhagia, hormone level abnormal and ovarian cyst outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cyst and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: coils in place; fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 08-jan-2018: patient historical condition, concomitant condition, reporter added, event "uterine perforation updated to fallopian tube perforation", events added as follows: pain (pelvic pain female, swelling). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.